Event description:
Addendum: it was originally reported that a 2.25x12mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross; however, the device was a 2.25x12mm liberte' bare metal stent.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the distal section of the stent was stretched. This stretching resulted in the distal struts stretching out over the distal markerband. This type of damage is consistent with excessive tensile force having been applied to the crimped stent. There were no kinks noted along the entire length of the shaft. A build up of solidified contrast media was present inside the inflation lumen; however, the balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed de novo lesion was located in a non-calcified and non-tortuous distal left circumflex artery (lcx). The lesion was predilated with a 2.5x12mm non bsc balloon, although there was still some stenosis noted in the distal portion of the lesion. A 2.25x12mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. A 2.25x14mm non bsc stent was deployed in the lesion. Post stenting no residual stenosis remained and timi iii flow was restored. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4)